Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: broken. Probable root cause: design: inserter material/design too weak anchor/inserter assembly design cannot support insertion forces anchor raw material selection insufficient for insertion into bone process anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Application: excessive force impacting inserter. Extremely hard bone, no pilot hole drilled. Poor patient bone quality. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.